Manufacturer narrative:
Block b3: exact date unknown, event occurred may of 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7081015.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempts. The patient underwent a lead explant procedure and the explanted devices were not returned.